Event description:
It was reported by the patient's doctor that the patient had been hospitalized with hypoglycemia and gastroenteritis. The patient's blood glucose levels reached 40mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include vomiting. The patient was treated with intravenous glucose injections and fluid infusion. The pod was worn during the medical attention at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.